Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4) .

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified and mildly tortuous coronary artery. A 28x4.00mm promus premier¿ stent was advanced to treat lesion. However, it was noted that the stent was dislodged in the guide catheter. Both devices were removed together from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. The crimped stent was detached from balloon and not returned with device for analysis. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found no issues with the hypotube shaft profile. The bumper tip of the device showed no signs of damage. A visual and tactile examination found no issues with the profile of the shaft. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the severely calcified and mildly tortuous coronary artery. A 28x4.00mm promus premier&#10259;tent was advanced to treat lesion. However, it was noted that the stent was dislodged in the guide catheter. Both devices were removed together from the patient's body. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.